Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that the: the first generation instrument of lot number 7742713 was manufactured in february 2012. The scratches and marks seen on the instrument today indicate an extensive use since the instrument had been manufactured and placed into the market. During the investigation it was found that the ¿nut¿ component which holds the tension limiting spring in the instrument is loose. Therefore, the tension limiting spring was not more in place to limited, as per the design intent, the tension applied to the implant. The instrument is therefore ¿broken¿ because its function is not more given. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the application instrument for sternal zipfix is broke, it won't ratchet. The malfunction was discovered during sterile processing. No procedure or patient involvement. No additional information is available. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.